Event description:
The patient has twiddlers syndrome which caused her leads to migrate. The patient also reported difficulty charging because the implant was flipped. During lead revision surgery, the surgeon discovered that the leads had migrated into the pocket. The surgeon decided to remove the implant. Patient was implanted with a new advanced bionics spinal cord stimulator.